Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 400 (mg/dl). Customer changed infusion site and administered a bolus to treat bg levels. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to contact health care provider to discuss diabetes management.